Event description:
It was reported that during a da vinci si beating heart revascularization procedure, the surgical staff indicated that patient side manipulator 1 (psm1) had jerky movements and was not responding to the surgeon's movements. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. In addition, the surgical staff indicated that clicking sounds could be heard from psm1. Due to the psm1 issue, the surgeon made the decision to convert the surgical procedure to open surgical techniques.

Manufacturer narrative:
On (B)(4) 2013, an intuitive surgical inc. (Isi) field service engineer (fse) performed a field evaluation at the site. Through troubleshooting, the fse was unable to replicate the reported issues with psm1. However, per the request of the surgical staff, the fse replaced psm1. The fse then performed a system test that passed according to manufacturer specifications. On (B)(4) 2013, isi contacted the initial reporter of this complaint, the robotics coordinator, and obtained additional information regarding the reported event. According to the robotics coordinator, the surgical staff reseated the sterile adapter on psm1 several times when the reported issue began. Since the reported issue with psm1 could not be resolved, the surgeon decided to convert the surgical procedure to open surgical techniques. The robotics coordinator indicated that the psc was only docked to the patient for a short period of time before the surgical procedure was converted to open surgery. She denied that the patient experienced any intra-operative or post-operative complications. The robotics coordinator also indicated that the reported issue has since been resolved after psm1 was replaced. As of the date of this report, there have been no reported recurrences of the alleged psm issue. The psm1 has been returned to isi for evaluation. However, at this time, the evaluation of the psm has not been completed. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-engineering evaluation or if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the reported surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon converted the da vinci si surgical procedure to open surgical techniques after encountering jerky movements with psm1.

Manufacturer narrative:
The psm1 has been returned to isi for evaluation. However, at this time, the evaluation of the psm has not been completed. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-engineering evaluation or if additional information is received.